Event description:
During follow-up, noise was observed on the lead due to oversensing. Patient was stable and experienced no adverse health consequences. Further information was requested, but not yet available.